Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012445977 was returned and analyzed. Visual inspection of the handle area was performed. The inspection identified a kink at the side port tube. The tip of dilator was damaged. The insertion of guidewire test through the dilator is done with some resistance at the distal end of the tip. In conclusion, the sheath failed the returned product inspection due to a kink at the side port tube and damage to the dilator tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, after the transeptal puncture, there was strong resistance when attempting to insert the sheath onto the wire, insertion could not be carried out. The sheath was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.